Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the jaws would not release from the ima vessel after advancing the knife blade during an lar procedure. Tissue adjacent to the jaws was resected in order to remove the device. There was no bleeding and no injury to the patient.